Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the half-height cubie drawer would not stay closed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the back of the main unit and drawers 2.1 and 2.2 showed signs of wear, with ball bearings rattling around. A field service engineer (fse) removed the drawer and turned it upside down for inspection. Upon opening and examining it, the bearing cage was found to be torn out, and the rails were welded in place. The fse reinstalled the drawer and subsequently replaced the hh drawer 2 main with a new one due to the damaged rails on the old unit. The new drawer was then configured successfully. The system functioned as intended after the field service engineer repaired the device.